Manufacturer narrative:
A ge representative evaluated the system and provided the customer with a repair quote. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the collimator is loose, and the tube separator and the dap ion chamber are broken. No pt injury was reported.